Event description:
During troubleshooting of the reported issue of empty heater bag during fill 1 on the homechoice (hc) system, the home patient (hp) revealed that she did not use new bags when she started over. The technical service representative (tsr) explained the hp that is why she ran out of fluid (empty heater bag), advised to start over using new supplies and to notify the nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue was confirmed. The cause for the reported issue was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available